Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have corrosion on one blade. One blade exhibited moderate pitting corrosion on the outer edge surfaces. Other metal components adjacent to this corroded blade do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during central processing, the customer observed many holes on the cutting surface of the monopolar curved scissors (mcs) instrument. The customer reported event has no report of patient injury.